Event description:
Customer reports, syringe package are hard to open, resulting in carpal tunnel syndrome.

Manufacturer narrative:
No samples were received for evaluation. No product info was provided. Follow-up with the customer revealed they had recently converted to sherwood products and were unfamiliar with proper method of opening the syringe handpacks. Proper methods of opening the hard packs has been provided to the customer, which should eliminate the reported problem.